Event description:
A user facility reported a defective intracocular lens was identified following insertion. A capsular bag tear occurred during this procedure. Additional information, including the patient's current condition, has been requested.

Manufacturer narrative:
Evaluation summary: the returned intraocular lens was examined and verified to have signs of handling. Both haptics were bent in the gusset and distal area and the posterior surface of the optic was scratch in the outer peripheral area. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There has been no other complaint received for this lot number.